Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced two infusion sets cannula kinked event on (B)(6) 2025. The event occurred within three or more hours after insertion. The insertion site was abdomen. The 1st infusion aet was in use for 4 hours and the second infusion set was in use for 2 days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient also have moderate ketones levels. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.